Event description:
Reporter alleged obtaining discrepant blood glucose results of hi (greater than 600mg/dl) back to back with a result of 112mg/dl when testing was performed 5 minutes apart on the advantage system. Reporter stated he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were taken or treatment reported received. A request was made for the return of the suspect device and replacement product was sent.